Manufacturer narrative:
Visual examination of the returned device found that the working length was damaged, and the distal pierced hole (tome's extrusion) was found torn. The tear at the distal pierced hole displaced the cutting wire causing the anchor to be partially dislodged from the extrusion. Also, the working length of the returned product was found to be twisted in several locations. It was found during the investigation of the returned device that the wire anchor dislodged from the extrusion. According with the information reviewed in this case there is no evidence of manufacturing issue or mishandle of the device. This type of damage is associated with a known design limitation of the device in which under certain scenarios of usage the catheter can tear, this is an anticipated failure mode within the risk documentation of the product. The most probable cause for this complaint will be assigned as design product enhancement, since the device met the designed specification however a modification/enhancement could improve performance of the product. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, as cannulation of the papilla was started, it was noticed that the tip of the dreamtome was twisted which caused the function of bending the tip did not work at all. The procedure was completed with a second dreamtome¿ rx 44. There were no reported patient complications as a result of this event. This event has been deemed a reportable event based on the investigation results; cutting wire partially dislodged from the catheter.